Event description:
It was reported that the procedure was to treat a lesion located in a heavily calcified, mildly tortuous, 90% stenosed left anterior descending artery. A 2.0x15 mini trek rx dilatation catheter was advanced with resistance to the target site due to patient anatomy. During the 2nd or 3rd inflation of the balloon for approximately 10 seconds each, the balloon ruptured. The device was withdrawn from the anatomy. A different non-abbott balloon was used successfully, and a stent was deployed to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: britetip 6f jl3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.